Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 implantable tachy lead, (B)(6) 2013; mcs-p3-3143 transcatheter valve, (B)(6) 2013.(B)(4).

Event description:
It was reported that during a thoracotomy and mitral valve repair procedure, a portion of the right atrial (ra) lead was transected. The transected portion of the ra lead was removed and the remaining portion of the lead was capped. The ra lead was not replaced due to the patient's atrial fibrillation (af). It was noted that the patient was a participant in the corevalve expanded use study. No patient complications have been reported as a result of this event.